Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the animas insulin pump is rebooting itself every 6 minutes. Reportedly, due to this issue, the patient's blood glucose elevated to 310 mg/dl with symptom of nausea. The patient discontinued usage of the animas insulin pump and is currently on a backup plan. At the time of the phone call to animas, her blood glucose was 123 mg/dl. There was no medical intervention that would suggest a serious injury. During troubleshooting, the animas representative noted the following: there was no trauma to the pump. The patient denied peeling or cracks. The threads on battery cap and o ring appear normal. The issue was not resolved with training. This complaint is being reported as a malfunctioned due to the alleged self reboot issue. There is no evidence that the patient suffered acute complication of diabetes.